Event description:
It was reported that the patient transmitted device data via (B)(6) with multiple episodes of non-sustained lead noise. Non-sustained lead noise due to competitive atrial pacing and functional loss of ventricular capture was observed. Reprogramming ch...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient transmitted device data via merlin.net with multiple episodes of non-sustained lead noise. Non-sustained lead noise due to competitive atrial pacing and functional loss of ventricular capture was observed. Reprogramming changes were recommended and the patient will continue to be monitored. No further information was provided.